Manufacturer narrative:
H10: the devices for both events were not returned for evaluation; however, images and medical records were provided and reviewed for one malfunction. The company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl900j denali filter allegedly experienced migration of component and a patient-device interaction problem. These reports were received from various sources. For both complaints, a patient was involved with no reported patient injury. One of the patient's is male, 434 pounds, and 52 years old. The other patient information was not provided.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model dl900j denali filter allegedly experienced migration of component and a patient-device interaction problem. These reports were received from various sources. For both complaints, a patient was involved with no reported patient injury. One of the patient's is male, 434 pounds, and 52 years old. The other patient information was not provided.

Manufacturer narrative:
H10: of the two malfunctions, one lot number was provided, and a lot history review was performed. The devices for both events were not returned for evaluation. However, images and medical records were provided and reviewed for one malfunction for which perforation was confirmed and migration was inconclusive. The other investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices for both events were not returned for evaluation; therefore, the investigation is inconclusive for the migration of component and patient-device interaction problems, as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model unk denali filter allegedly experienced migration of component and a patient-device interaction problem. These reports were received from various sources. Patient age, weight, and gender, were not provided for both events. Patient status is unknown for both events.